Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker was part of a system revision due to infection. Reportedly, the system was explanted on (B)(6) 2015 and a non-boston scientific system was implanted. The patient has no boston scientific devices and there was no product allegation. There were no additional adverse patient effects reported. The pacemaker was explanted.